Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. Short v-v intervals were noted over previous ten months. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.